Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-nov-2014, UDI#: (B)(4); product ID: 7495-51, serial/lot #: (B)(4), ubd: 01-aug-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was erosion of wires through the scalp. It is unknown if there were any factors that may have led or contributed to the issue. The right side system (battery, lead, and extension) were removed. The issue was resolved.